Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported low tidal volume, which may be detrimental to the patient. No patient harm was reported.